Manufacturer narrative:
On 1-apr-2021, mentor received additional information regarding the suspected medical device, patient¿s information, implantation date, and replacement devices. The suspected medical device was returned for evaluation. The patient identifier is (B)(6). The patient¿s dob was estimated as (B)(6) 1994 based on available information. On the initial report, the date of implantation was estimated as (B)(6) 2008 based on available information. However, the estimated implantation doesn't seem to be appropriate based on additional information, and the implantation date is currently unknown. The replacement devices are two mentor memorygel breast implant prostheses (left catalog #: 3502751bc, left serial #: (B)(6), right catalog #: 3502501bc, right serial #: (B)(6). The relevant fields have been updated. On (B)(6) 2021, the investigation on the suspected medical device was completed. Investigation summary: mentor conducted a visual inspection and microscopic examination of the returned device. Visual analysis of the returned device revealed a tear on the posterior view, measuring 4 cm. Microscopic examination was performed on the edges of the rupture, and parallel striations were found in an area of the tear, measuring approximately 0.2 cm. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. The cause of the rupture in the remaining area of the tear could not be identified. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a revision breast augmentation with two 225cc mentor memorygel breast implant prostheses and experienced postoperative bilateral rupture. Ultrasound performed on (B)(6) 2019 indicated bilateral rupture. As a result, the patient underwent removal and replacement with unspecified breast implants on (B)(6) 2019. The date of implantation was estimated as (B)(6) 2008 based on available information. This report is for the left-sided prosthesis.